Event description:
It was reported that the patient experienced pain at ipg site. The patient continued wound care with healing wound and a minimal drainage present on bandage. The patient was provided lidocaine patch.

Event description:
It was reported that the patient experienced pain at ipg site. The patient continued wound care with healing wound and a minimal drainage present on bandage. The patient was provided lidocaine patch. Additional information was received that the patient was also experiencing shocking sensation down the leg and inadequate pain relief despite reprogramming. The patient underwent a pocket relocation procedure and was doing well postoperatively. The device remains implanted.